Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . It was reported that no additional information is available, therefore, no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified no additional similar complaints for the reported positioner. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed.. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown shell unknown g2: foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads of the impactor would not hold the shell implant. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified strike plate and handle body have damage from previous uses. Indentation, nicks, and scratches are present. Threaded tip is damaged and fractured at the leading thread. Thread form does not conform to print. No broken / fractured pieces were returned with the device for evaluation. No other damage was noted. The cap and cup were not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the inserter and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Event description:
No additional event information to report at this time.